Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient developed a hematoma, and underwent a surgical procedure on (B)(6) 2021, to drain the haematoma. The procedure was completed without complication. The implanted device remains.